Event description:
I have been getting shocks, eminating from the site of the pacemaker, ever since this pacemaker was put in. It was inserted in 2002. I cannot tell you exactly what makes them happen - sometimes I'm moving and sometimes I'm not. I have gone to the emergency room. One time I just kept getting shock after shock and felt dizzy and had pain where it was happening. I have made it clear to my physician that what I am feeling is not normal. When I asked my physicians about this, I was told they have never heard of it and that the pacemaker, itself, would not show what was happening at the time of the shock. Since that time, I have complained again and again. My physicians are also having unexplained events happening with the pacer. In feb 05, they could not interogate it - and even after finally getting in, there were reports they couldn't get. Also, it seems to just cut out - even when the magnet is squarely on top of the pacemaker, sometimes it will not communicate. Other times, they lose the ability to get certain reports out of it. These have never been explanted. In light of what is happening now, I think it makes perfect sense as to why these shocks are occurring. I have been having this problem long before any recalls. I want to mention that this is my 3rd pacemaker - I know what to expect and how it feels. I know what I am feeling. No one is taking me seriously. I need to know what I can do. Guidant has been very evasive and unhelpful. And I have not seen any evidence that my pacemaker isn't also coated with the defective substance.